Event description:
Reporter stated that the surgeon inserted a collamer intraocular lens model cc4204bf into the eye and the lens tore. The dr removed the lens without enlarging the incision. No pt injury.